Event description:
Emt's attended to a pt in full cardiac arrest. Using a semi automatic external defibrillator and disposable defibrillation electrodes, defibrillation therapy was administered twice at the 200 joule setting. The pt was converted to a profusing rhythm. Paramedics arrived on scene and per local protocol took over as primary care providers. Allegedly during the transfer from one defibrillator to the other, an electrode post was broken off. The pt was transferred to the hosp. The reporter indicated pt care was not affected by the broken post. The opinion was based upon the immediate availability of a second set of electrodes.